Manufacturer narrative:
A patient experienced an infection at lead incision site was reported to abbott. The patient was administered po antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Event description:
It was reported that patient experienced an infection at lead incision site. As a result, patient was administered po antibiotics to address the issue. Surgical intervention may be undertaken to address the issue.